Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the metal cap detached from the tip and fell inside the bladder. It was retrieved using a stent grasper. The procedure completed successfully using another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass and metal cap were detached. The detached caps were not returned; therefore, level of devitrification and debris cannot be determined. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of break along the fiber body. Based on device analysis result, the observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass and metal cap detachments. The interaction between the user and device, caused or contributed to the observed fiber damage and reported event. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp) procedure, the metal cap detached from the tip and fell inside the bladder. It was retrieved using a stent grasper. The procedure completed successfully using another of the same device. There were no patient complications.